Manufacturer narrative:
A boston scientific technical services documented and discussed the clinical observations with the caller and suggested further testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual increase in shocking impedance measurements which are now 200 ohms. No adverse patient effects were reported.